Event description:
Patient has IV manifold tubing connected to vip port of pa catheter with dobutamine drip to middle of stopcock of manifold. Patient's bp dropping to the 60's systolic. Rn noticed leak at the stopcock and a puddle of liquid dobutamine on the floor, faulty IV tubing was removed. Resumed dobutamine drip at another IV access site. Subsequently, dobutamine was resumed with more reliable tubing and patient's bp was under control.